Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) infrarenal stent graft extensions and an ovation prime extender to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use. Approximately three (3) years post initial procedure, the patient presented emergently with a rupture. A type 3a endoleak was identified. The physician elected to reline with a non-endologix (gore) stent to resolve this event. The patient was reported as stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the event of the ruptured aorta, the type 3a aortic endoleak, and secondary endovascular procedure with a non-endologix device. The event is most likely user related due to the off-label concomitant product use. The burden of the additional stents likely contributed to poor wall to wall apposition, causing the reported event. Clinical assessment identified a fem-fem bypass was performed during the secondary procedure to treat an occluded right iliac artery, but was unable to determine if the right iliac artery occlusion was pre-existing. Procedure related harms for this complaint could not be determined. The final patient status was reported as being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. G1,2: contact office- name has been updated. H6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, two (2) infrarenal stent graft extensions and an ovation prime extender to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use. Approximately three (3) years post initial procedure, the patient presented emergently with a rupture. A type 3a endoleak was identified. The physician elected to reline with a non-endologix (gore) stent to resolve this event. The patient was reported as stable. Additional information: a fem-fem bypass was performed during the secondary procedure.